Event description:
It was reported that a x-tip drill possibly separated in the pt's bone. The doctor stated, "I'm not totally positive of whether the tip did break off." Approx three weeks after the report date, the pt returned to the office, and it was noted that the site healed, and the pt was doing well. No further treatment is planned at this time.

Manufacturer narrative:
In this event, it was reported that a x-tip drill possibly separated in the pt's bone. The doctor is not sure whether the tip actually separated, though the site has reportedly healed, no medical/surgical intervention was required. Therefore, because it is possible that the tip did separate and since there have been previously reported events resulting in an injury necessitating medical / surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this event is reportable per 21 cfr 803. The lot number was provided for & DHR review and/or retained sample testing, though results are not available as of this report. Evaluation results will be submitted as they become available.